Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model#: sc-4316 lot #: 19259049 description: next generation anchor kit-sterile the explanted devices was not returned to bsn as it was discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient developed an infection at the lead insertion site where drainage was noted. The patient was prescribed antibiotics and underwent an explant procedure wherein the distal lead was left implanted inside the patient's body. No further course of action will be taken with the remaining part of the lead. The infection was not believed to be device or procedure related.